Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the catheter that was put in place withdrew on its own without any pulling from the patient or the caregivers. It remained in place for only 2 days each time. During the re-catheterization, the balloon test revealed a leak in the balloon. The nurses waited a few moments during the test before realizing that the eppi had escaped.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. On (B)(6) 2025, we did not receive the sample. Without the sample we cannot do more than documentary investigation which revealed no anomaly registered during production. Leakage issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on prostatic catheter, defect leakage over last four year, 10 similar cases were found. A rmf evaluation was performed based on criq250 - risk 11504 (catheter balloon cannot stay inflated or burst) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Event description:
According to the available information the catheter that was put in place withdrew on its own without any pulling from the patient or the caregivers. It remained in place for only 2 days each time. During the re-catheterization, the balloon test revealed a leak in the balloon. The nurses waited a few moments during the test before realizing that the eppi had escaped.